Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo and the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that right ventricular (rv) lead exhibited a high number of short v-v intervals and some non-sustained tachycardia episodes. The electrograms (egm) showed intermittent oversensing of the qrs complex and an alert had triggered due to high pacing impedance. The lead was programmed off and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.